Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection fortum (1 gram, once daily, intraperitoneally [ip] for 7 days) and injection vancomycin (1 gram, ip, frequency). On the same date, treatment with vancomycin was discontinued and treatment with fortum was ongoing. Two days after onset the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.